Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device history record was reviewed. There were no nonconformances related to this lot therefore, supporting the device met material, assembly and performance specifications prior to shipment. The event description states patient was reported to have a retroperitoneal bleed diagnosed hours after the procedure. The procedure was a protected pci with impella. A 14f sheath was used. The bmi of the patient was 19.77 kg/m2. Per IFU lbl-004 rev a, states the warning as "do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2)". It was informed by the account that there is a likely case of high stick deployment. IFU states "do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding." No imaging was sent by the account to confirm location of the deployment or access site. Both anterior and posterior sections of the vessel wall had moderate calcification. The IFU also warns against the use of in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel 50% diameter femoral or iliac artery stenosis. It was noted from the account that what initially suspected to be an rp bleed was diagnosed to be a pseudoaneurysm. The risk of hemostasis failure, access bleeding and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are recorded adverse events in the IFU. The pseudoaneurysm was treated successfully. Blood transfusion of two units were given. Patient is stable post procedure. It is likely that the bleed is due to the formation of the pseudoaneurysm. No imaging was provided by the account to review the location pseudoaneurysm. It is inconclusive if the pseudoaneurysm was due to the procedure (i.e protected pci with impella) or manta. The outcome of the patient was stable.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient was reported to have a retroperitoneal bleed diagnosed hours after the procedure. Additionally, there was a stick superior to the mid femoral head during procedure. Medical intervention; the pseudoaneurysm was repaired, and blood transfusion with 2 units. Then performed a repeated heart catheterization. Outcome of patient post op now stable. Patient was discharged home 5 days post procedure.